Event description:
While performing a power injection during a procedure, the bond between the luer rotator and the high pressure tubing broke. A nurse was sprayed with contrast in their eye. The account reported that the nurse's condition subsequent to this is safe with no harm or injury as a result.